Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument stopped sealing in the middle of a procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. (Isi) obtained following additional information from the initial reporter: the vessel sealer instrument initially worked; stopped working in the middle of the procedure. The light turned red. Customer checked all the cords, unplugged and replugged all the cords. The blue led light came on, however; the instrument never worked again. There were no error messages. The sealing cycle was approximately 15 seconds. A new instrument was opened and it worked fine. The procedure was completed. There was no patient injury, impact or adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument blade was bent at the knife cable and blade interface. Instrument was placed on an in-house system and failed homing. Instrument passed the seal test, grip force test and the gage test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument stopped sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.